Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4). On (B)(4) 2017, a field service engineer (fse) was dispatched to address the reported event. The fse performed troubleshooting and found a defective thermistor on the p/d table. The fse replaced the thermistor and adjusted the temperature. The instrument was then operating as expected. There was no further action required by fse. The most probable cause of the reported event was due a defective p/d turntable thermistor.

Event description:
On (B)(6) 2017, a customer reported a p/d detector table temperature unstable with their aia-2000 analyzer. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hga1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.